Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to pelvic pain and tenderness over mesh.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.